Event description:
It was reported to boston scientific corporation that a wallflex esophageal covered stent was implanted during an esophagogastroduodenoscopy (egd) procedure with stent placement on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a fistula with a concurrent malignancy. During the procedure, the stent was implanted successfully without issues. The physician confirmed that the stent was positioned correctly to cover the fistula. Immediately following the stent placement, under endoscopic observation, the physician noticed air bubbles and visualized a leak through the stent cover. At this time, the physician injected contrast into the stent and saw extravasation. The physician noted it was possible that the leak occurred around the edges of the stent. The stent was removed from the patient. No visible holes or damage was noticed to the device. The procedure was completed with another wallflex esophageal covered stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: the complainant stated that a leak occurred through the stent cover. Even though no visible damage was reported to the cover, the most conservative interpretation will be reflected. It will be assumed that some damage may have been present to the cover that was not observed causing the leak. Therefore, this will be considered a reportable event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The event of stent cover material integrity issue. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal covered stent was implanted during an esophagogastroduodenoscopy (egd) procedure with stent placement on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a fistula with a concurrent malignancy. During the procedure, the stent was implanted successfully without issues. The physician confirmed that the stent was positioned correctly to cover the fistula. Immediately following the stent placement, under endoscopic observation, the physician noticed air bubbles and visualized a leak through the stent cover. At this time, the physician injected contrast into the stent and saw extravasation. The physician noted it was possible that the leak occurred around the edges of the stent. The stent was removed from the patient. No visible holes or damage was noticed to the device. The procedure was completed with another wallflex esophageal covered stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: the complainant stated that a leak occurred through the stent cover. Even though no visible damage was reported to the cover, the most conservative interpretation will be reflected. It will be assumed that some damage may have been present to the cover that was not observed causing the leak. Therefore, this will be considered a reportable event.

Manufacturer narrative:
A stent only was returned for analysis. A visual examination of the stent found numerous holes smaller than 1.0mm in diameter in the silicone coating throughout the length of the stent. This passes the in process inspection criteria per the wallflex esophageal stents inspection procedure. No other issues were noted with the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets specification; however, the user is dissatisfied with the function, performance, or appearance of the product. The most probable root cause classification is user preference issue.